Manufacturer narrative:
Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed october 21, 2014.

Event description:
Per the clinic, the device was explanted (date not reported), due to migration of the electrode array into the outer ear canal. The patient was reimplanted with a new device (date not reported).